Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic hernia procedure. It was reported that the device did not push the clips to the end of the jaw. The clip would not release from the jaws. It was not reported how the case was completed. There was no consequence to the pt.